Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Literature article received entitled "does a thrombin-based haemostatic agent reduce blood loss and transfusion requirements after total knee revision surgery? A randomized, controlled trial." Literature article "does a thrombin-based haemostatic agent reduce blood loss and transfusion requirements after total knee revision surgery? A randomized, controlled trial." By carlo l. Romano, lorenzo monti, nicola logoluso, delia romano, lorenzo drago published by knee surgery sports traumatology arthroscopics doi 10.1007/s00167-014-3153-8 was reviewed. The article purpose: to investigate the ability of a hemostatic agent to reduce blood transfusion requirements in a continuous series of patients receiving tkr revision surgery, compared with a control group. The article reports: pfc sigma tc3 revision knee system was used for all operations. The implant was cemented only in the epiphyseal part, while the stem of the prosthesis was uncemented; femoral and tibial stems were used in all cases, while augments were used if necessary (the vast majority of the patients required them so we'll include them). The main finding of this study was that the application of a local haemostatic agent is able to reduce blood requirement after tkr revision surgery. Patella resurfacing was not mentioned within the article. Cement manufacturer was also not disclosed. None of the haematomas required surgical intervention. There was no mention of treatment for the deep vein thrombosis. Depuy products involved: pfc sigma tciii. Complications: haematoma (27), deep vein thrombosis (1).